Event description:
It was reported that patient presented to ER after receiving multiple inappropriate shocks due to rv lead noise. Externalized conductors were observed via x-ray. The patient was hospitalized until the lead could be capped and replaced two days later. The patients condition after replacement was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.